Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "stage 4 breast shell: the breast is sometimes very hard, deformed, and painful to the touch" (capsular contracture, baker grade IV).

Event description:
Healthcare professional reported via regulatory agency "folds, waves, rotation and color modification of the prosthesis. Stage 4 breast shell: the breast is sometimes very hard, deformed, and painful to the touch." Affected side is right. The device has been explanted.